Event description:
Previous emdr reported "implant displacement superiorly" aka migration. Abbvie healthcare professionals have deemed "implant displacement superiorly" as minor in severity and not FDA reportable.

Manufacturer narrative:
The previously reported event(s) of "implant displacement superiorly" aka migration is no longer reportable.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and silicone migration.

Event description:
Healthcare professional reported left-side "exchange with no complaint against the device". Healthcare professional later reported left-breast "implant contracture with grade 3 contracture and implant displacement superiorly" and "pseudoptosis" via operative report. Pseudoptosis is deemed to be not device related. Device was explanted.